Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see all associated reports: 0001825034-2018-04815, 0001825034-2018-04816.

Event description:
It was reported that during incoming inspection at the distributorship, debris was found in the sterile package. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that there is debris inside the sterile packages. Ftir analysis conducted on the foreign material in both the packages identified that they are consistent with the ftir spectrum of polyethylene. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a manufacturing issue. Corrective/preventive actions have been initiated to address the manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.